Event description:
Pt called allegeing that meter gives error 2 message. Pt had used several test strips and it prompted an error 2 message. Pt went to see their md to see if they had done something wrong. No info if pt received any treatment at the md's office. Customer service was unabvle to resolve the issue and is sending ot replacement test strips. Error 2 could be caused either by a used test strip or a problem with the meter. Customer service advised pt, that when they receive the new supplies and if the issue still persist to call lfs to get a replacement meter.